Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tct75 instrument does not cut (malformed knife). Another instrument was used to complete the case. There was no consequence to the pt.